Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. No lot release records were reviewed because no product lot number was reported. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f, 15546-aw rev d 06/2016, checking your blood glucose 7 / page 98. Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that patient's blood glucose (bg) levels reached 38 mmol/l (685 mg/dl) while wearing the pod between 36 and 48 hours on the abdomen. Correction boluses were attempted to treat the hyperglycemia, using the pod, but they were unsuccessful at reducing the patient's bg levels and as a result the patient went to the hospital. At the hospital the patient was treated with intravenous (IV) therapy as well as 10 units of insulin. The patient's ketones were checked and the results were positive, 1.3. The patient was discharged from the hospital the following morning.